Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had moisture damage on keypad traces. No button error alarm noted during testing. No moisture damage inside insulin pump noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer changed the battery and could not clear the alarm. Customer stated that every summer it seems the insulin pump gets moisture. Blood glucose value was 99 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.